Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient and their husband reports pump is not delivering the medication. Medication bag appears too full to be working properly. He was advised to activate demand bolus while on the phone and it delivered fine but the bag is still too full. Patient was advised to contact anesthesia and notify them of the under-delivery. Medication being infused was unknown. No patient injury reported.